Manufacturer narrative:
Combination product: yes.

Event description:
Orsiro mission was selected for treatment of a moderately calcified lesion (90% stenosis degree) in a moderately tortuous part of the mid lcx. Due to severe tortuosity and very hard calcification, the balloon ruptured during the first dilation, resulting in incomplete expansion. The procedure was completed by replacing the stent with one from another company.